Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the anti-cavittion flow control required adjustment. The technician adjusted the flow control and returned the sterilizer to service. No additional issues have been reported. During a bowie dick test cycle the chamber of the sterilizer is empty; no instruments were present in the chamber during the time of the reported event. The sterilizer was installed on (B)(6) 2014 and is under steris warranty.

Event description:
The user facility reported that smoke was emitting from their sterilizer during a bowie dick test cycle. Contrary to the reported event steam was emitting from the sterilizer. The fire department was dispatched; no evacuations occurred. No injuries or procedural delays or cancellations were reported.